Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
It was reported that pt was injected and had pain, tingling and developed a (B)(6) in the area of the injection the next day. She popped the blister and then got more blisters. The doctor stated she had (B)(6), which has resolved, but she still has tingling in her lips whenever she gets stressed. Valtrex was prescribed within 12 hours of injection to treat the (B)(6). A month after her initial injection, the pt had flu like symptoms, aching in her back and throat, and headaches. She was admitted to the hospital and was diagnosed with mono at one point during this period. She has no known allergies. About every 3 weeks, since (B)(6), these symptoms come back and her lips tingle. She still feels a knot in her lip. Every time she gets sick and run down she has another (B)(6) breakout. She is now going to an infectious disease doctor. Unable to confirm any connection between the hydrelle injection and the pt's condition.